Event description:
It was reported that the patient would undergo a full lead revision surgery due to high lead impedance in 2008. Follow up with physician's office revealed that they suspected a lead break due to some diagnostic results they obtained. Attempts to obtain additional information including x-rays to confirm lead break have been unsuccessful to date.